Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent extension of fusion at t9-t10. During procedure, while tightening the connector set screw, the tip of the instrument broke in the screw head. The surgeon was able to remove the fragment using bone wax. The product came in contact with the patient. No fragment of the broken instrument remained inside the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of the instrument tips have been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. This is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.